Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer's insulin pump alarmed with an unexpected restart error; the device also alarmed with multiple program alarm anomalies. The screen froze on the home screen at one point after a battery change. The unexpected restart error then occurred. After a couple of hours the device alarmed with a blank screen. The patient's blood glucose at the time of incident was 140. Troubleshooting was initiated for the unexpected restart issue. The customer confirmed that a temp basal was not programmed before the alarm. The insulin pump was not stored or out-of-use for an extended period of time either. The alarm occurred shortly after inserting a new battery. The insulin pump was returned and replaced.

Manufacturer narrative:
The insulin pump was received with high idle current due to faulty component on the mother board. However, the insulin pump passed self-test, a21 error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No resetting, blank display, frozen display, a13 alarms, a17 alarms or unexpected a21 alarms noted. The insulin pump had cracked case at the display window corners, cracked battery tube threads and minor scratches on the lcd window.